Manufacturer narrative:
(B)(4). The reported patient effects of death, myocardial infarction, perforation, thrombosis, and ventricular fibrillation, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of the device. The lot history record for this product was not reviewed and a similar incident query was not performed because the part and lot numbers were not reported. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient was previously treated with a percutaneous coronary intervention (pci) of the mid left anterior descending (lad). A device was advanced but could not cross due to the patient's anatomy. A xience xpedition was advanced and deployed proximal in the lad. Additionally, two devices were implanted distal to the xience with overlapping technique. Both devices overlapped each other and the xience xpedition only at small ranges. After the pci, the next day the patient suffered cardiac fibrillation (flutter) that was treated with cardiac rhythm management ablation. Because of the high risk of bleeding for this patient, the physician decided to reduce the dual anti-platelet therapy (dapt) treatment to 1 month dapt with marcoumar. On (B)(6) 2014, the patient developed a multi-organ failure (mof) and heart block with hypokinesia 25% forced expiratory volume. The patient was hospitalized in intensive care where he suffered a massive heart attack with accelerated cardiovascular disease. The physician tried to stabilize the patient but in the end, the patient died. An autopsy was done which determined that the death was caused by a rupture of the left ventricle with hypothesis of a transmural acute myocardial infarction and stent thrombosis. No additional information was provided.